Event description:
It was reported during remote follow up that the right ventricular lead had delivered inappropriate anti-tachycardia pacing. This inappropriate defibrillation therapy was due to oversensing noise. Patient condition was unknown. The lead will continue to be monitored.